Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires on the bipolar forceps instrument appeared to be cut. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.